Event description:
The customer reported the unit alarmed with a vent inop occurrence due to an oxygen valve liftoff failure. The customer reported the device was in use and there was no patient harm. The manufacturers service technician reported the oxygen valve assembly will be replaced upon customer approval to address the reported problem.

Manufacturer narrative:
Oxygen valve.